Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion flow blockage at tubing event on (B)(6)2024. No further information available.